Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, implanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient. It was indicated that a short was noted during the stage 2 procedure. The rep reported that there was a short on electrode combination 0 and 3 during intra-operative impedance testing. The lead was removed from the battery, wiped and retested at a higher voltage but the issue was not resolved at the time of report. It was indicated that there were no known environmental, external, or patient factors that contributed to the issue. It was noted that the patient¿s medical history included a brain injury. No patient symptoms or further complications were reported or were expected.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28, implanted: (B)(6) 2017, product type lead.

Event description:
Additional information was received from a rep. It was reported that the short was existing pre-operatively and the cause was unknown.